Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implant date: (B)(6) 2001; 5076-58 lead, implant date: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, unstable thresholds and was unable to capture consistently even at max output. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.